Event description:
A customer contacted beckman coulter (bc) in regards to multiple bnp no values indeterminate patients' results (ind) generated by unicel (r) dxc 600i synchron access clinical system. The results were not reported out of the laboratory. Patient results are not available. Patient treatment was not impacted by this event.

Manufacturer narrative:
Bnp qc was within customer's established ranges prior to the event. During troubleshooting the event with access hotline, the customer discovered that the reagent pack was mis-loaded and not inserted in the correct slot on the reagent storage carousel. Customer technical support (cts) assisted the customer in properly removing and re-loading reagent pack on the reagent carousel and to verify the onboard reagent inventory. Service was not dispatched. User error is the root cause for this event.